Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on 03/22/2017 that on (B)(6) 2017, that the patient experienced three (3) hospital stays due to diabetic ketoacidosis attributed to a bad glucometer and infections. Date(s) of the hospital stays are unknown. There was no alleged device malfunction. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.